Manufacturer narrative:
The customer¿s report of extension tubing leaks was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack. The non-carefusion neutron cap was manually removed from the luer. The crack was observed to be on the same side as the gate. The knit line was unable to be detected. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under magnification, to determine if any stress marks were noted. No stress marks were observed. Functional testing was performed and the syringe was depressed and a leak was observed as fluid flowed through the crack on the female luer on the used extension set received. The root cause of the leak was identified as a crack. The cause of the crack was not fully identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing was leaking at the site of connection between the neutron cap and the luerlock of syringe tubing. Customer reported no patient harm.